Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed using normal method and the procedure was completed with a different device. There were no patient injuries reported, and the patient condition was good post-procedure.